Event description:
It was reported to boston scientific that after taking the biopsy with the radial jaw 3 forceps and opening the forcep, while outside of the patient, one of the "jaws" fell off. The case was completed with another device with no patient issues.